Manufacturer narrative:
Axsym toxo igg assay: lot#: 70220hn00 expires: 08/21/2009. As part of the troubleshooting for this issue, the customer ran a 20 sample precision toxo igg assay run, and the axsym generated a mean of 16.81 iu/ml, standard deviation of 6.34, and cv of 37.7%. (The toxo igg package insert notes an expected %cv of 10.4 for the positive control). The axsym probes were installed in 2008. The axsym message history was reviewed and no evidence of probe crashes was found. Service was requested. The abbott field service engineer (fse) found the axsym sampling probe was not centered on the sampling tubes, but was adjusted to the edge of the tubes. The fse replaced and calibrated the sampling and processing probes. The fse successfully performed a fluidics check. The fse also replaced the processing syringe as a preventative measure. The fse ran a positive control toxo igg precision run and the axsym generated a mean of 17.3, and a cv of 9.3%. The fse documented the misaligned sampling probe was the most probable cause of the erratic results issue, and the axsym was verified to be working as expected after service was performed. The axsym system operation manual, troubleshooting and diagnostics, observed problems, results erratic, discrepant, and/or experiencing imprecision lists multiple probable causes and corrective actions for inconsistent, discrepant, and/or erratic results. The probable causes listed include bubbles in sample, and fibrin, red blood cells or particulate matter present in samples. The probable causes also include incorrect positioning of the sampling probe and dirty or damaged probe. Corrective actions listed include inspecting samples for fibrin, hemolysis and particulate matter, performing a probe calibration, cleaning the probe, and replacing the probe. The toxo igg package insert was reviewed and was found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. Under sample collection and preparation for analysis the insert notes samples should be free of fibrin, bubbles, red blood cells, or particulate matter, and specimens showing particulate matter, red cells or turbidity must be centrifuged at > or equal to 10,000 x g for 10 minutes before testing. The following month, tracking and trending metrics for the axsym analyzer did not identify any adverse trends due to toxo igg assay inconsistent results generation, or adverse trends due to any axsym probe issues. The current rate for axsym erratic occurrences/ tests and complaints/ tests are within expected action limits. The most probable cause of the inconsistent toxo igg patient result was the use of a misaligned sampling probe. The sample result may also have been affected by the low centrifugation speed used by the customer. The actual cause of the suspect toxo igg patient result could not be determined with the information available. Based on the available information and this investigation, no deficiency was identified for the axsym analyzer related to the issue under investigation. A malfunction of the axsym analyzer was identified. The level investigation indicated an inconsistent patient result was most likely caused by a misaligned probe. The actual cause of the inconsistent result generation could not be determined with the available information. The axsym analyzer has not generated inconsistent results since the fse replaced the sampling probe. This is a final report.

Event description:
The customer states that one patient sample generate an initial axsym toxo igg assay result of 1.6 iu/ml (negative). This lab automatically retests any sample with a result of less than 10 iu/ml. The sample retested at 34.1 and 34.1 iu/ml (positive). Controls have remained within specifications. No suspect results were reported from the lab. A service call was initiated. There is no impact to patient management reported.

Manufacturer narrative:
Axsym toxo igg assay: lot#: 70220hn00, expires: 08/21/2009. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.